Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptom included drainage at the pocket site. The physician believes the infection was procedure related. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, and performance tests performed. Damages to the lead was a result of a typical explant procedure and are not considered a failure. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptom included drainage at the pocket site. The physician believes the infection was procedure related. The patient was given IV antibiotics and was reportedly doing well following the procedure.